Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect balloon was returned to the manufacturer for evaluation. Testing found that the balloon was recognized but could not track when plugged into a known operational navigation system. The reported issue could not be replicated, however a coil was found to be open during a check of the em interface.

Event description:
A medtronic representative reported that, while in a sinus balloon procedure, a 3 mm imprecision was observed when utilizing three separate balloons. It was reported that the other instruments used were accurate. The surgeon reported that the procedure was completed by using other instruments for navigation. There was a reported delay to the procedure of 5 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.